Event description:
The patient was undergoing a lower extremity arteriogram. During the procedure, the stent partially separated from the deployment device while the safety lock remained engaged. Stent and sheath removed, resulting in stent fracture and need to convert to an open procedure for primary arterial repair. Potential incompatibility of stent and cook triforce catheter.